Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 425cc and experienced rupture on the left breast implant. As a result, patient underwent removal and replacement with saline mentor smooth round moderate profile 3501670 (B)(4) on (B)(6) 2018.

Manufacturer narrative:
New information: the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 425cc and experienced rupture on the left breast implant. As a result, patient underwent removal and replacement with saline mentor smooth round moderate profile 3501670 (s/n (B)(4)) on (B)(6) 2018. The device was returned to mentor without fluid inside. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation (pe) team discovered a rent at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).